Event description:
The hcp reported the pt experienced an increase in spasticity, paresthesia, and low grade fever that had slowly progressed over 3-4 days. The hcp prescribed oral baclofen (concentration unk) and valium as needed. The pt's pump was interrogated and it appeared to be functioning well. The pt was given a single bolus of it baclofen, but did not respond to the bolus. The pt's pump was explanted and replaced after 47 months implant duration. During the pt's pump replacement surgery, the catheter appeared to be kinked and the scar tissue was "intertwined with the distal portion of the catheter". The MFR's device sys registry indicated the pt was implanted with a new pump connector at the time of the pump replacement surgery. The pt recovered without sequela following the pump replacement surgery. The drug contained in the pt's pump was lioresal intrathecal (2000 mcg/ml) delivered at a dose of 179 mcg/day. See MFR's report #: 6000030200701433.